Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the device had not been helping with their pain as they stated device was indicated for bladder pain from interstitial cystitis. Patient had turned their device off periodically but there was no change in the pain. Patient stated their previous doctor told them that there was nothing, they could do about it so they went to a different doctor that paged out a representative right away. Representative adjusted a lead and found out that the implant battery had lower battery function and was "only functioning at 7%" so that was why it wasn't helping with the pain and told patient that it was going to have to be replaced soon. The patient stated when the representative did something (to the device) to give patient a little 'umph' and told them it might help them and it did for only 24 hours and they felt stimulation for 24 hrs after the reprogramming but now the patient couldn't feel any stimulation and the device wasn't helping with their pain and they wondered what they should do. They stated their patient programmer (pp) was not reading what it usually read and they were usually on "2. Something" and would increase on their own up to "3. Something" when they needed to but now they noticed that they were set on 0.9v and didn't know why. It was reviewed possibility that rep may have changed program, patient stated that they were on p2 when they went in and was still on p2. Patient stated that she remembered now that the rep had told her to keep the setting at 0.9v until the battery was replaced. Patient stated that she would just leave it at setting and that she had pain medications she could take. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.